Event description:
It was reported that the gamma guide is broken. Allegedly the crack was noticed after surgery and cannot be properly sterilized.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.